Manufacturer narrative:
A complaint was received regarding tissue being transported to the canister. The mammtome revolve st holster, serial number (B)(4), was received and analyzed. Attempts to recreate the failure described in this report were unsuccessful. However, the investigation determined this is a fault mode identified in the risk management file that can occur if the tissue strips contained within the sample management system are not fully aligned or seated. The initial assessment of this event was deemed not reportable as a malfunction could not be confirmed. However, after further clinical review of this failure mode with devicor's medical department, this event was reassessed and determined to be MDR reportable as a malfunction pursuant to 21 cfr 803 as a result of potential for serious injury should a malfunction be confirmed and the malfunction recur.

Event description:
It was reported by sales rep that during a procedure the vacuum did not seem to be working properly as samples did not come back to chamber. First chamber was just blood with no tissue pull. Second chamber blood and a little tissue. The customer noticed that there was tissue and blood in the canister. There was a little bit of tissue in the end of the needle as well. Customer took all of this tissue out looking for calcifications. One post bx mammo calcs were gone from breast but they were not found in any of the tissue that they collected from the canister or tip of needle. Customer adjusted vacuum but that did not make any difference. Vacuum was working as the saline was in the canister but it was not pulling into tissue chambers. No patient consequences.